Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of a questionable elecsys total psa immunoassay result for 1 patient tested on a cobas 6000 e 601 module. The initial total psa result was 5.9 ng/ml. On (B)(6) 2019, two samples taken from the blood clot samples of the initial sample were tested resulting in total psa results of 1.94 ng/ml and 1.88 ng/ml. The initial sample was also retested with a total psa result of 1.87 ng/ml. It was unknown if any erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The total psa reagent lot was 311233 with an expiration date that was requested but not provided. A field engineering specialist performed psa wipe testing to check for psa contamination around the surrounding around. No unusual results were noted. The investigation is currently ongoing.

Manufacturer narrative:
The calibration signals are as expected. The investigation did not identify a product problem. The cause of the event could not be determined.